Event description:
Pump declared altitude alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed by technical support to remove the obstruction from the pump¿s speaker holes, clean the area with a lint-free cloth, and to reconnect the cartridge and wait for up to five minutes to resume insulin. Customer indicated an inability to clean the pump immediately and planned to follow up when cleaning supplies were available.